Event description:
The tip of the 1.1 mm drill bit broke off during use. The drill bit could not be retrieved and was left in the patient.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided information states the drill bit hit another screw. Although the complaint is non-verifiable, a previous investigation found CAPA was initiated, to address failure mode and any corrective action taken. In addition, product development states the rate of failure is in line with occurrence score. No further action taken. Trends will be monitored. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.